Manufacturer narrative:
The device was returned where an initial inspection confirmed the customers report of exposed copper wires on the ac component of the power supply. The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. A new power cord will be provided to the customer to resolve the issue. Although there was no adverse event reported, if the reported event were to recur it could lead to serious injury or death, therefore baxter considers this event reportable.

Event description:
The customer reported the power cord had exposed copper wires. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).